Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error codes experienced by the customer were associated with the master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtm. The mtm was returned to isi for failure analysis investigation. Engineering was able to replicate the system error and replaced the motor to repair the returned mtm. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer experienced a multiple recoverable system error 23025. Before contacting intuitive surgical's technical support, the surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure. It was reported that the patient had experienced post operative bleeding and was taken to the operating room. The site has been contacted to request additional information regarding this event; however, no additional information has been provided.